Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. The reported event will continue to be monitored and trended. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-39278 it was reported that the patient presented for an explant procedure due to infection. The implantable cardioverter defibrillator (ICD) was explanted and while attempting to explant the right ventricular - rv lead, the helix exhibited difficulty to retract, hence the right ventricular - rv lead was capped on (B)(6) 2022. The patient's condition throughout the procedure was unknown.